Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and there was a degraded downstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. The probable cause of the reported issue was due to the damaged downstream occlusion sensor. As a result, the downstream occlusion sensor/seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the cassette sensor was defective. During physical inspection, it was found that there were a damaged downstream occlusion sensor and a degraded downstream occlusion seal. There was no patient involvement, no injury was reported.